Event description:
I was reported the patient experienced a gastric sleeve leak in conjunction with peri-strips. The patient underwent robot-assisted gastric/bariatric surgery where a non-baxter stapler and had ¿good results.¿ however, the gastric leak was observed and the surgeon switched to a different non-baxter surgical stapler. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.